Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis user facility reported that an internal dialyzer blood leak occurred at the onset of treatment. The blood leak was visible in the hansens and in the drain line. Blood test strips were not used. The machine did alarm. No dialyzer damage was visible. The patient's estimated blood loss was approximately 400ml. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The device was returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed evidence of blood exposure. The fiber bundle was wet with some indication of blood contamination and the fibers were tinged with blood. Gross visual examination of the sample noted a polyurethane (pu) delamination on the cavity ID end of the dialyzer. The delamination manifested as a separation of the pu potting material from the dialyzer housing wall. The delamination in the pu potting extended under the silicone o-ring. No damage or irregularities were noted on the non-cavity ID end. The dialyzer was subjected to a destructive disassembly for further visual examination. The sonically welded screw flanges were removed, the non-cavity ID end of the dialyzer was severed below the base of the screw flange, and the fiber bundle was withdrawn from the housing. Subsequent to disassembly, the complaint investigator was unable to identify any damage or irregularities within the fiber bundle; specifically, no broken, loose fiber fragments, kinked, looped or short fibers were identified. The inferior surfaces of the polyurethane were then visually examined on both ends for voids and none were noted. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported complaint of an internal blood leak. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot met all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. The returned device exhibited a delamination on the pu potting compound on the cavity ID end of the dialyzer which was found during laboratory evaluation. The delamination in the potting extends underneath the silicone o-ring, which compromised the seal between the polyurethane material and the o-ring. The delamination may have resulted in the reported leak.